Manufacturer narrative:
Date sent: 11/03/2008. Evaluation summary: the analysis results found that one device was returned with the handles open and with a partially fired reload loaded on the device. No functional test could be performed due to the condition of the device. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device closed but didn't open. It took a few minutes before opening. Another device was used to complete the case. There were no adverse consequences to the patient.